Event description:
It is reported that a customer an alarm on their insulin pump after their pump was stored for long period of time with out battery. The patient's blood glucose level was unknown at the time of the call. The customer was given the wrong information that their insulin pump would be replaced if they received another alarm after the insulin pump has been inactive without batteries. The customer was attempted to be reach to inform them that their pump is functioning as designed and that the alarms are normal pump behavior, but the customer never answered the phone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.